Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on may 09, 2018 to the appropriate representatives. Any device identification (reference and lot). Which part of the revitan broke? How / when did the breakage happen? Were there any contributing conditions? Implant date and explant date. Surgical (implantation and revision) reports. All available x-rays. Patient dob, weight, height, bmi and all relevant history. Did a delay in the procedure over 30 minutes occur that was related to the event? / time surgery was extended. Was the surgical technique for the product utilized? A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: devices with similar characteristics (i.e. Mat 01.00551.102) is marketed in USA, and therefore this report was filed.

Event description:
It was reported that a patient underwent revision surgery due to fracture of an unknown revitan stem on an unknown date.

Manufacturer narrative:
Investigation results were made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended trend analysis: no trend considering the following event is identified: fracture of distal stem review of event description: the revitan stem was revised after an unknown time in vivo due to a fracture of the stem. Considering (B)(6) 2018 (reported by the clinic) as the potential revision date, an approximate time in vivo of 13 years and 6 months can be estimated. Review of received data: surgical reports: several medical reports regarding the surgeries performed on both left and right hips were received in german. The reports were translated to english and only the relevant information was summarized below. Implantation report, dated (B)(6) 1999 this report describes the implantation of a total hip prosthesis in the left hip. It does not contain relevant information and is therefore not further summarized. Discharge letter, dated (B)(6)1999 in the secondary diagnosis section the following is stated: cementless total hip prosthesis on the right side with radiolucent line, clinically free of symptoms so that a new revision (after revision in 1991 and primary implantation in 1990) it is not indicated at this moment. Implantation report, dated (B)(6) 2004 diagnosis: aseptic loosening of the prosthesis, right hip. Indication: in 1990 the patient had a revision of the right total hip endoprosthesis. Five years ago, a prosthesis was implanted in the left hip. At that time there was already a beginning loosening on the right side. The patient complains for one year about increasing pain in the right hip, with a clearly limping gait. There is a leg shortening of 1.5 cm. The x-rays show a massive loosening of the cup with tilting and cranialization of about 1 cm. Furthermore, there is a clear loosening of the cemented stem. The stem is subsided about 3 mm. In the area of the stem there are cerclages visible which were placed after the osteotomies of both previous operations. Procedure: a posterior-lateral approach is used. The joint is opened and the hip is dislocated. The stem can be easily knocked out from the cement mantel. The completely loose cup is removed. The acetabular roof is missing and a flattened acetabulum remains. Due to the still younger age of the patient, it is attempted to reconstruct the bottom of the acetabulum with an allofit cup rasp of 64 mm. Subsequently, a bone graft, removed from the right iliac crest, is placed in the acetabulum and fixed with kirschner wires. Then the surface is re-rasped and a 64 mm allofit cup is placed with a 10° anteversion and 40° inclination. The allofit cup is fixed with multiple screws. The bone graft is additionally fixed with a titanium screw and washer. The initial stability of the allofit cup is moderate, so walking without foot-ground contact of the right leg for six weeks is required. With strong internal rotation and abduction of the femur, the cement is gradually extracted and crushed. The cement is loose proximally, but in its distal portion it is hard as the bone and very difficult to remove. The cement is finally removed without damaging the cortical bone. The femur is further prepared so that a 18/200 mm curved revitan stem can be implanted. Step by step, different proximal trial parts are tested and finally a 95 mm, spout, proximal part is chosen and fixed in 20° antetorsion on the 18/200 mm distal stem part. Finally, the prosthesis is impacted in the femur up to the calculated height. A short durasul head is used and the prosthesis is reduced. The prosthesis shows a correct fit. The intraoperative radioscopy shows no evidence of splitting/cracking of the femur. No interlocking is performed because the stem has an extensively secure sitting. The area is rinsed, redon drains are placed and the wound is closed. Discharge letter, dated (B)(6)2004 the letter reports about the patient¿s hospital stay from (B)(6) 2004 until (B)(6)2004. On (B)(6) 2004 a cementless total hip prosthesis was implanted in the right hip. The intraoperative and postoperative course was completely uneventful. - product stickers a page with the affixed product stickers used for the surgery on 03 november 2004 was received. Devices analysis: - visual examination. The connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 1 to 4 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The fracture surfaces show a fatigue fracture with the origin on the lateral side. The lateral half of the proximal fracture surface is partially polished. The medial end of the proximal fracture surface is polished to a shine so that the fracture structure is completely obliterated. On the polished to a shine area a matt whitish appearing zone can be recognized. The appearance of the distal fracture surface is comparable to the proximal fracture surface except for the presence of several coarse scratches. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. The proximal part of the revitan stem exhibits some scratches, mostly on the neck region. These derived most probably from revision surgery. After a closer inspection with a low power microscope with up to 40x magnification (wild m38, eq-ID: wnt-03-rsr-540- 161187) tiny remains of bone ongrowth could be detected on the proximal part. On the posterior side of the proximal stem part polishing in the form of horizontal lines can be seen in the area around the distal bore hole. Additionally, slight polishing along the edges of the contour of the part can be observed under certain light conditions. On the medial side slight polishing in the form of tiny horizontal lines can be observed as well. On the proximal fracture part of the connection pin there is an almost circumferential stripe revealing surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a, eq-ID: wnt-03-rsr-540-151663) revealed polishing, smeared material, fretting and corrosion. On the adjacent blasted surface of the pin a circumferential brighter area with can be noticed. This area was investigated with a scanning electron microscope (sem) type jeol jsm-6610 which revealed a slightly polished blasted surface. In the middle of the narrowed blasted cross-section of the pin, a circumferential brighter line can be observed. Sem investigation of this line revealed no obvious difference compared to the adjacent surface. On the face surface of the distal stem body scratches and nicks, most probably deriving from revision surgery can be seen. The lateral inside of the distal stem body is worn while on the medial inside coarse scratches can be observed. On the anchoring surface of the distal part of the revitan stem damage from revision surgery in the form of scratches, nicks and a bore hole laterally can be observed . There are bone attachments on the distal half of the stem¿s anchoring surface. In the as-received condition the cocr head and the proximal part of the revitan stem were still assembled. For further investigation an attempt to disassemble the parts was made. Before the attempt the stem to head position was marked. As the parts were firmly attached to each other, further attempts to remove the head from the stem were stopped to avoid coarser damage to the components. The articulation surface of the cocr head presents numerous fine scratches as well as some coarse scratches, smeared lines and several small spots. The latter can probably be attributed to the use of an electrosurgical instrument during surgery. Conclusion: the revitan stem was revised after an unknown time in vivo due to a fracture of the stem. Considering (B)(6)2018 (reported by the clinic) as the potential revision date, an approximate time in vivo of 13 years and 6 months can be estimated. The fracture occurred due to fatigue in the non-blasted area some millimeters below the proximal end of the distal part. The fracture origin is located on the lateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a stripe revealing a mixture of surface changes. It is unknown if these surface changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments are visible on the distal half of the anchoring surface of the distal part. However, on the proximal part hardly any remains of bone could be detected. Further, several polished areas were observed on the proximal part which could probably indicate loosening / movements between the part and the bone. It is unknown if the polished areas existed already before the start of the fracture and are associated with it or developed exclusively as a concomitant. As there is no clinical information available from after the implantation of the revitan stem (e.g. Patient medical history, surgical report of revision or x-ray follow-up for instance to assess bone changes over time) further background of this case remains unknown. Based on the retrieval investigation and the received information the reason for the fracture stays unknown. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on (B)(6) 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received. Additional: a2, d6, h2, h4. Correction: a1, b4, d1, d4, d10, d11, g4, g7, h3, h10. Concomitant medical devices: revitan, proximal part, conical, uncemented, 95, taper 12/14, ref# 01.00401.095, lot# 2197768, cocr head, s, 36/-4, taper 12/14, ref# 01.01012.365 , lot# 2228924 , durasul, alpha insert, oo/36, ref# 01.00013.715, lot# 2175901, allofit-s alloclassic, shell with polar screw plug, uncemented, 64/oo, ref# 4271 , lot# 067175. UDI #: (B)(4). Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. The manufacturer received the device and investigation is in progress. The implantation report and medical records were received for review. As soon as additional information become available and or an investigation result be available, an amended medical device report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).